Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-111966 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 5/14/2025 and it was determined this complaint is not reportable per corpft-140202.